Event description:
It was reported that high hv lead impedance measurements from the rv to svc vectors were observed. Header connection issues was suspected. The device will be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.